Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported tissue injury resulting in mitral regurgitation (mr) appears to be related to procedural circumstances. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (ntw and nt) were implanted, reducing mr to a grade of 1. On (B)(6) 2021, echocardiography showed the nt clip had perforated the anterior leaflet, resulting in mr to increase to a grade of 4. On (B)(6) 2021, a second mitraclip procedure was performed to treat the recurrent mr. An ntr clip was inserted and deployed laterally of the implanted clip. However, mr was unable to be reduced and remained at a grade of 4. No additional information was provided.